Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a system fault 41541 in the ehl that occurred after the wireless was turned off. The pump was in used condition, and after powering up the pump faulted with alarm 41541. There was a worn downstream occlusion (dso) seal, and the cause of the customer reported problem was the contaminated latch lock flex/bit sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and latch lock flex sensor, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error 41541. Event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.